Event description:
I have obstructive sleep apnea hypopnea syndrome (ahi = 32,5/h). I bought a philips respironics dream station go travel CPAP machine on (B)(6) 2018, as I travel a lot and cannot not use this device. In june 2021 philips issued a recall for this product, and to this day says it is working on replacing the device, but never says when. There is no way to contact them other than a telephone number at a call center, where they give you the same vague information that is on the site and say they do not give reimbursements and there is no rush order. I have been renting a substitute device this whole time. I cannot even update my info on their website because I am now working in (B)(6). How can a medical device supplier not be obligated to reimburse a consumer for a faulty device? Is this even legal? Please, I need somebody in the government to help me access philips because it is their responsibility to provide a timely response to their faulty product. FDA safety report ID # (B)(4).